Event description:
A physician reported during the cataract surgery with intraocular lens (iol) implant procedure, it was identified that, the plunger was slightly crooked. There was patient contact but no incidence or impact. The implant was well injected and remains in the eye. Additional information has received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned, photo shows company device. The plunger has been fully advanced. The plunger appears to be straight and intact. No lens visible. Reported damage cannot be confirmed. Based on our observation of the attached photo of the activated company device, the plunger appears to be straight and intact. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).